Event description:
A patient was being treated for bph (benign prostatic hyperplasia) with the laser and may have received a serious injury requiring medical intervention. The laser treatment directed onto the neck of the urinary bladder may have perforated through the bladder neck of the prostate causing the absorption of irrigation fluid.